Manufacturer narrative:
The exact date of the event was not reported. The device model number and batch number was not reported.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber stopped working and a courtesy message indicating "in waiting" mode was prompted on the console. The second fiber was reported to have light that came out of the fiber at the level of the connectors. No further information was reported.

Manufacturer narrative:
Date of event the exact date of the event was not reported the lot number of the device is not available. Correction to d1 brand name: changed from unknown to greenlight moxy fiber optic correction to d4 model number: changed from unk-p-greenlight fiber to 0010-2400 correction to catalog number: changed from unk-p-greenlight fiber to 0010-2400 the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device did not identify any signs of breakage along the length of the fiber or the fiber tip. Analysis of the device did reveal that the glass cap bevel edge and metal cap are not aligned. The glass cap can rotate independently of the metal cap. The glass cap exhibits severe devitrification at the output window and the metal cap exhibits severe charred detritus adhesion on surface, and indication of slight melting on output window. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with the fiber and can rotate the fiber. An evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted glass and metal cap misalignment. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber stopped working and a courtesy message indicating "in waiting" mode was prompted on the console. The second fiber was reported to have light that came out of the fiber at the level of the connectors. No further information was reported.